Event description:
Reported blood glucose results of "254 mg/dl and 169 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip and control solution have been replaced.